Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 157mg/dl (B)(6) 2015 05:29:00 pm fasting:yes; 163mg/dl (B)(6) 2015 05:30:00 pm fasting:yes. Customer nurse called in stating that she ran a blood glucose test on the today at 5:30pm on the trueresult meter and she got 163mg/dl and she got 199mg/dl on the hospital's meter. She is comparing the trueresult meter to the hospital's meter. Customer's nurse said her normal blood glucose should be 140-147mg/dl - fasting. Customer just bought the meter today, she was not hospitalized because of the meter. Customer ran a back to back test and the result was 123mg/dl and 137mg/dl.